Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing could not be performed due to the receiver not turning on. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
Sr(B)(4) "the reported event that the receiver ceased to function was confirmed. A root cause could not be determined."

Event description:
The data download could not be completed. The receiver case was opened for an internal visual inspection and it passed. A known good battery was installed and the unit failed to turn on. The output voltage for u5 was out of specification with the known good battery. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective u5.